Event description:
It was reported following a rescue percutaneous angioplasty after failed streptokinase with four stents placed in the rca, the pt developed oozing after the angio-seal device was placed. Manual pressure was applied and hemostasis was achieved. The pt returned to the ward and the oozing started again. Manual pressure was applied and a datascope pressure dressing was applied and hemostasis was achieved. A large hematoma developed at approximately 1 hour and 20 minutes. Manual pressure and a femo-stop were applied and hemostasis was achieved; an elastoplast dressing was placed. An ultrasound confirmed no pseudoaneurysm was present. The pt received 2 units of fresh frozen plasma. The pt was reportedly slightly confused, with vital signs and extensive bruising to the right leg and inguinal area. Pedal pulses were good throughout. The pt received heparin 5000 units, clopidogrel. Vit. K and was taking coumadin.